Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011 navilyst medical complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole in catheter." No adverse trends were identified. The returned catheter was visualized and a hole was noted just distal to the suture wing. The hole was straight in appearance and oriented perpendicular to the catheter shaft. This is consistent with a catheter that was nicked with a sharp instrument or repeatedly kinked and the hole developed due to fatigue in the kinked area. As a functional check, a guidewire was inserted into the catheter to check for patency. The guidewire was advanced through the entire length of the catheter and no obstruction was encountered. The root cause of the device failure is believed to be related to improper use/handling of the device, not the result of a manufacturing or design issue. The directions for use (dfu) that is supplied with the PICC device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. Manufacturing process controls for the PICC include 100% air leak testing to ensure that all catheters are free of leaks/holes. (B)(4).

Event description:
As reported, 4f valved PICC was placed by exchange on (B)(6), 2011. The patient was released to home health the same day. On (B)(6) 2011, the patient returned to the hospital to have the catheter exchanged due to leakage. The patient indicated that the line was treated with cathflo prior to the leaking, but was flushing easily when the leaking started. No injury or complications resulted to the patient from this event. The used catheter has been returned to navilyst medical for evaluation.